Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd blue-striped IV administration set was leaking at the air eliminating filter. It was reported that priming the tubing was not possible due to the leak. No adverse effects were reported.